Event description:
On 6/21/2022, it was reported by an arthrex employee via sems that an ar-13997mf multifire fastpass scorpion head broke. This was discovered during an rcr procedure on (B)(6) 2022. Surgeon used a suture lasso to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the upper jaw of the device had broken at the trapdoor. The trap door and broken piece of the upper jaw were not returned for investigation. The cause of this remains undetermined however, probable cause can be attributed to the application of prying/leveraging forces.